Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009: the patient presented with thoracic radiculopathy / myelopathy , and multi-level thoracic herniated nucleus pulposus with chronic thoracic back pain and underwent the following procedures: instrumentation removal at t7-t8 with removal of set screws and longitudinal rods. Bilateral posterior segment spinal instrumentation with placement of pedicle screws at t3, t4, t5 and t6. Left t3-t4 laminectomy, foraminotomy and discectomy. T3-t4 anterior spinal fusion with placement of local bone graft. Right t5-t6 laminectomy, foraminotomy and discectomy. Anterior spinal fusion t5-t6 with local bone graft. Posterior spinal fusion t3-t4, t4-t5, t5-t6, t6-t7 and t7-t8 with local bone graft and bmp. Neural monitoring with somatosensory evoked potentials and motor evoked potentials. As per op- notes, ¿¿.fluoroscopy was used to mark the location from t3 through t8. The back of the patient was prepped and draped. Longitudinal incision was made from t3 through t8. The instrumentation at t7 and t8 were identified and the soft tissues were removed and then set screws as well as longitudinal rods were removed. The dorsal elements from t3 to t6 were decorticated. The facet joints were identified, curetted and small facetectomies were performed. The local bone graft was harvested the pedicle screw start point for t6 was identified. The dorsal cortex was blurred. Pedicle finger was used to reverse the pedic le. The screw tract was then under-tapped by 1 mm and then a 5.5 mm multiaxial screw was placed at t6. This was a 6.5 * 40 mm screw. Additionally on the right side we also placed an 6.5 * 40 mm screw. At t5, t4 and t3 bilaterally this process was repeated, however 5.5 mm screws were placed at each of these locations. After this, bipolar fluoroscopy was performed. Laminectomy and facetectomy was performed at t3-t4. The overlying facet joint was removed. The exciting nerve root was identified and retracted superiorly. The disk was identified. Down pushing curettes were used to implode some of the disk and a formal discectomy was performed by removing the disk material. After this, the nerve root was freed and a woodson elevator was placed ventral to the dura to ensure that the cord was decompressed. After removal of the remaining disk material, we packed local bone graft into the inter-body space after curetting the endplates. Following this on the right at t5-t6, this exact procedure was performed and completed utilizing a laminectomy, foraminotomy and discectomy. Again the end plates were curetted after removal of the disk material and local bone graft was packed into the t5-t6 inter-space for an anterior spinal fusion. The wound was then irrigated. We then cut and contoured two longitudinal rods, placed these over the screws, locked the set screws in place and broke off the set screws. The dorsal elements were then decorticated and 12 mg of bmp on absorbable collagen sponge was then placed with local bone graft to perform fusion bilaterally at t3-t4, t4-t5, t5-t6, t6-t7 and t7-t8. With this completed, we then closed the deep fascia¿.¿. The patient was stable. The patient underwent x-ray of thoracic spine. Impression: posterior spinal fusion instrumentation of t3-t8 with thoracic spine in near anatomic alignment. On (B)(6) 2009: the patient underwent x-ray of thoracic spine. Impression: t3-t8 instrumented posterior spinal fusion procedure, is stable near anatomic alignment. On (B)(6) 2009: patient was discharged. Discharge diagnosis: thoracic disk herniation. On (B)(6) 2009: on a telephonic conversation, the patient¿s relative informed that the patient was experiencing allergic reactions to narcotics. On (B)(6) 2009: on a telephonic conversation, the patient¿s relative informed that the patient was suffering from shallowing breathing, cold and pale hands. On (B)(6) 2009: the patient underwent x-ray of thoracic spine. Impression: limited examination of the thoracic spine as the inferior portion of t12 is collimated off view. Instrumented posterior spinal fusion from t3 to t8 in near anatomic alignment. On (B)(6) 2009: the patient presented for an office visit. The physical examination indicated thoracic myelopathy status post multi-level discectomy and fusion was fine. On (B)(6) 2009: patient underwent CT of the pelvis without intravenous contrast. Impression: interval resolution of the previously seen left external iliac and inguinal lymph node enlargement. Therefore, these lymph nodes are likely reactive in nature. Thickening of the ascending colon. Recommend correlation with endoscopy. On (B)(6) 2009: on a telephonic conversation, the patient asked about ¿ue¿ stretching. On (B)(6) 2009: the patient presented to endocrinologist and diagnosed with hypothyroidism. On (B)(6) 2009: patient underwent computed tomography exam of chest without contrast. Impression: indeterminant pulmonary nodules. Short term follow up recommended. Coronary artery calcifications fatty liver. On (B)(6) 2009: the patient underwent CT of chest as a follow-up for pulmonary nodules. Impression: suitable appearance of small noncaloified pulmonary nodules in the lingual and right middle lobe. Old granulomatous disease. Fatty infiltration of the liver. On (B)(6) 2009: the patient underwent cervical spine MRI without contrast due to fusion. Impression: multi level degenerative disc disease. Status post anterior instrumented spinal fusion extending from c3 to c6 with no signs of instrumentation failure and sign of solid interbody graft incorporation. On (B)(6) 2009: the patient presented for an office visit for physical examination. Benign hypertension, mixed hyperlipidemia and lung module were addressed on this particular day. The cardiovascular study indicated negative chest pain and edema; irregular heartbeat /palpitations and pain(vascular). Recurrent neck and rue pain was indicated in the musculoskeletal report. On (B)(6) 2009: the patient presented for an office visit with chief complaint of right sided weakness and spasma and underwent electro -diagnostic evaluation. Impression: there is evidence of an acute c6/7 radiculopathy on chronic c6-8 radiculopathy. The acute changes are subtle with acute denervation noted in only the pronator teres. There is also evidence of a right neuropathy at the elbow cons istent with cubital tunnel. On (B)(6) 2009: the patient underwent CT of lumbar spine due to right shoulder and right arm pain, numbness/tingling and weakness post multiple cervical surgeries and thoracic spine surgeries. Impression: multilevel degenerative changes with varying degrees of central spinal canal and neural foraminal narrowing most severe at l3-4. The conventional imaging indicated minimal ventral impressions at multiple levels and blunting of the right l5 and s1 nerve roots. The patient also underwent CT of cervical spine. Impression: post-operative changes status post anterior spinal fusion of c3-c6 with no evidence of complication. Multi-level degenerative changes. Most severe at c3-4 and c4-5 with varying but severe degrees of neural foraminal narrowing. The central spinal canal and neural foramen are ¿patent¿ at the c6-7 level. The conventional imaging indicated mild ventral impressions at c2-3 and c5-6. The patient further underwent CT of thoracic spine. Impression: post operative changes status post posterior spinal fusion of t3-t8 with mild multi-level degenerative changes. The conventional imaging of thoracic spine was negative for myelographic block. On (B)(6) 2009: the patient underwent x-ray of spine sue to cervical pain. Impression: localizations. On (B)(6) 2009: the patient presented with a complaint of severe intractable right shoulder pain and right upper extremity pain and par asthesis. The patient was primarily pre-op diagnosed with right c5/c6 radiculopathy and also diagnosed with hypertension, hyperlipidemia, hypothyroidism, gastro esophageal reflux disease, status post anterior cervical discectomy and instrumented fusion, status post thoracic posterior instrumented fusion, status post partial thyroidectomy and underwent following procedure: c5 inferior and c6 superior laminectomies. Right c5-c6 foreminotmy. On (B)(6) 2010: the patient underwent neurological examination. On (B)(6) 2010: the patient underwent cervical and thoracic spine MRI due to pain. Impression: stable changes from fusion of c3-c6 with super-imposed foraminal narrowing. Post operative changes in the thoracic spine without significant neural foraminal or spinal canal narrowing.

Event description:
It was reported that the patient underwent a cervical fusion procedure at c4 to c5 using rhbmp-2/acs on (B)(6) 2008. It was also reported that patient underwent a spinal fusion procedure at t3 to t8 using rhbmp-2/acs on (B)(6) 2009. Patient's post-operative period has been marked by severe pain and discomfort in his neck and upper back. Patient underwent cervical and thoracic MRI scans on (B)(6) 2008, which demonstrated inflammatory tissue changes and swelling at the levels of patient's rhbmp-2/acs surgeries. A further cervical MRI undertaken on (B)(6) 2009, demonstrated the development of spinal lesion at patient's implant level. Patient continues to experience severe and unrelenting pain in his cervical and thoracic spine. He suffers from severe intractable right shoulder and right upper extremity pain, with accompanying numbness.

Event description:
It was reported that on (B)(6) 2009: the patient underwent x rays of the cervical and thoracic spine. Impression: status post anterior spinal fusion procedure at the level of c3-c6, unchanged status post extension of a posterior spinal fusion procedure, now involving levels t3-t8. Mild degenerative disc disease of t8-t10. Posterior ossicle adjacent to the spinous process of c6, which may represent an old fracture versus nuchal bone. On (B)(6) 2009: the patient underwent x rays of the cervical spine due to history of anterior spinal fusion. Impression: instrumented anterior spinal fusion procedure from c3-c6 in unchanged alignment without motion of the fused segments. On (B)(6) 2013: the patient underwent x ray examination of the right ankle due to ankle osteoarthritis. Impression: moderate right tibiotalar and subtalar osteoarthritis. Chronic right medial and lateral sprains. On (B)(6) 2013: the patient presented with the pre-operative diagnosis of osteoarthritis right ankle joint, impingement exostosis dorsal aspect right talar neck and impingement exostosis anterior lip right distal tibia and underwent right ankle joint arthroscopy with extensive intra-articular debridement, excision via anteromedial arthrotomy right distal tibial exostoses and excision via anterolateral arthrotomy of the dorsal talar neck exostoses. On (B)(6) 2013: the patient underwent x rays of the right ankle due to history of ankle osteoarthritis. Impression: right ankle and talar joint osteoarthritis with interval debridement and increased soft tissue swelling.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010: patient¿s imaging studies dated (B)(6) 2009 were reviewed. Patient complains of what sound possibly to be symptomatic lumbar stenosis. On (B)(6) 2010: patient presented for office visit with chief complaint of multiple spine related symptoms including standing and walking lower limb pain and weakness. Physical examination: neurological examination: rapid repetitive movements are decreased in the right upper limb. There are bilateral hoffman¿s sign. There is decreased pin perception on both feet and legs up to nearly the knee. Impression: probable claudication secondary to l3-4 lumbar spinal stenosis; approx 4 cervical spine operations with probable residual mild myelopathy and new right upper limb numbness and motor signs( fasciculation¿s, sleep myoclonus); multiple operated thoracic spine; hypertension under treatment; hypercholesterolemia under treatment. Patient underwent electromyelography due to carpal tunnel syndrome. Clinical information: there is electrophysiological evidence of multiple chronic right lumbosacral radiculopathies(l2,s1) with mild uncompensated denervation in distal l5-s1 innervated muscles. There is also evidence of chronic right c5-6 radiculopathies. There are no findings of medial neuropathy at the wrist on either side. On (B)(6) 2010: patient presented for office visit with chief complaint of l3-4 spinal stenosis with pseudo claudication and bilateral leg pain. He has pain which starts in the buttocks and groins and goes down the anterior thighs into the posterior calves. He has had some weakness in the legs. Perhaps the right is somewhat worse than the left. He has chronic numbness in the ankles and feet. Patient¿s most recent cervical spine MRI scan does show some persistent cord signal change. He has also had, for the past two to three months, some tingling in the right arm that is fairly persistent. He does get some mild weakness in this arm but this is not as nearly as bothersome to him as the legs. Physical examination: neurological: very mild weakness of right upper extremity with finger extension and deltoid. Decreased sensation in a stocking distribution in the legs. Right upper extremity has diffusively decreased sensation to pinprick compared to the left side as well. Musculoskeletal: lumbar extension with mild low back pain. Radiology: emg from (B)(6) was reviewed. There is electrophysiologic evidence of multiple chronic right lumbosacral radiculopathies from l2-s1 with mild uncompensated denervation in distal muscles. There is also evidence of chronic right c5-6 radiculopathies. Impression: lumbar spinal stenosis with pseudoclaudication; history of multiple cervical and thoracic spine surgeries with probable mild residual myelopathy. On (B)(6) 2010: patient presented for office visit. Diagnosis: pseudo-claudication secondary to l3-4 lumbar spinal stenosis; history of multiple cervical and thoracic surgeries with mild residual myelopathy; history of hypertension under treatment; history of hypercholesterolemia under treatment. On (B)(6) 2010: patient called and reported that he started taking alavert to treat seasonal allergies and is now experiencing anxiety and not sleeping well. On (B)(6) 2010: as per physical therapist note, patient is complaining about decreased ability to experience bladder fullness for the past two weeks.